Event description:
Healthcare professional reported right side "texture to smooth implant exchange." It was later reported "grossly ruptured." The device has been explanted.

Event description:
Healthcare professional reported right side "texture to smooth implant exchange." It was later reported "grossly ruptured." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture visual analysis of the photographs identified: anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side seroma and capsular contracture baker grade IV